Event description:
It is reported that the patient complained of pain. The patient underwent surgery to remove a foreign body discovered by x-ray.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.